Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed pain patches and was doing well.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed pain patches and was doing well.